Event description:
Patient was revised. Upon revision, there appeared to be mild metallosis, and corrosion below the taper junction on the trunion. The stem remained in situ. Update rec'd 12/3/2014- litigation received. Litigation alleges pain, swelling, inflammation and damage to surrounding bone and tissue, elevated metal ion levels and partial or complete lack of mobility.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4)

Event description:
Update rec'd 12/31/14- plaintiff's preliminary disclosure form was received, which identified part/lot information for the stem. The information received does not change the MDR decision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.examination of the reported device was not possible as it was not returned. A search of the complaints databases identified one other report against the provided product/lot code combination. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information made available. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable.  Depuy synthes has been informed that the catalog number and lot number is not available.